Event description:
It was reported that the blade was leaking sterile saline during the procedure. The account had a back up on hand to complete the procedure with no delay. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device has not yet been received by the manufacturer. When the device is received, an investigation will be performed and a follow up report will be filed.